Event description:
It was reported that the long hex driver broke during surgery. Fault in device was noticed after procedure. Procedure was finished with the same device. No surgical delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms both ends of the device is damaged or rounded off. One end of the device has a piece broken off. The broken piece was not returned with the device. The device shows significant signs of wear/usage. This instrument was manufactured in 2011. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.